Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial tray at the cement to implant interface. Competitor cement was used. It was also stated that the surgeon mentioned the patient had a high bmi. Revised tibial with stem and wedge, put in new poly. Doi: (B)(6) 2014; dor: (B)(6) 2017; left knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.